Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the right ventricular lead exhibited loss of capture, thresholds suddenly high, sensing and impedance were stable. The lead was capped and replaced. The patient's condition was good post procedure.